Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was disconnected and cooled down. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No patient injury was reported.